Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive sheath was selected for use. The device was prepared and inserted as usual without issues. When a farawave catheter was inserted, the sheath was aspirated and air was continuously flushed from the sheath. The catheter was repositioned within the sheath and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.